Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / malposition of essure device/outside fallopian tube') and genital haemorrhage ('persistent bleeding / abnormal bleeding(general)') in a 34-year-old female patient who had essure (batch no. C06623(not valid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst in 2008, sleep excessive, shortness of breath, urinary tract infection and nephrolithiasis. Concurrent conditions included back pain, coccydynia, spinal pain, neck pain, stress, depression, eyelid lumpy, myalgia, hypoaesthesia, abdominal pain and dizziness. Concomitant products included medroxyprogesterone acetate (depo provera) from 1-jan-2015 to 1-jan-2016 for birth control, diclofenac for pain and inflammation as well as hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2016, ketorolac tromethamine (toradol) and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 18 days after insertion of essure. On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and nausea ("nausea"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal pain upper ("left side of stomach pain"), mood swings ("mood swings"), urinary tract infection ("bladder or urinary problems-uti"), depression ("depression") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the device dislocation, mood swings, urinary tract infection, depression and anxiety outcome was unknown and the genital haemorrhage, female sexual dysfunction, bladder disorder, dysmenorrhoea, nausea, migraine, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, migraine, mood swings, nausea and urinary tract infection to be related to essure. The reporter commented: patient need additional surgery. 2 coils of the micro insert were seen protruding into the uterine cavity on the left and right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: results: malposition of essure deice. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation, abdominal pain uppar, most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Events verbatim were updated : migration of essure device / malposition of essure device/outside fallopian tube. New events: mood swings, uti, depression, anxiety , she did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / malposition of essure device/outside fallopian tube') and genital haemorrhage ('persistent bleeding / abnormal bleeding(general)') in a (B)(6) female patient who had essure (batch no. C06623(not valid)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst in 2008, sleep excessive, shortness of breath, urinary tract infection and nephrolithiasis. Concurrent conditions included back pain, coccydynia, spinal pain, neck pain, stress, depression, eyelid lumpy, myalgia, hypoaesthesia, abdominal pain and dizziness. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control, diclofenac for pain and inflammation as well as hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2016, ketorolac tromethamine (toradol) and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 18 days after insertion of essure. On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and nausea ("nausea"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), abdominal pain upper ("left side of stomach pain"), mood swings ("mood swings"), urinary tract infection ("bladder or urinary problems-uti"), depression ("depression") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the device dislocation, mood swings, urinary tract infection, depression and anxiety outcome was unknown and the genital haemorrhage, female sexual dysfunction, bladder disorder, dysmenorrhoea, nausea, migraine, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, migraine, mood swings, nausea and urinary tract infection to be related to essure. The reporter commented: patient need additional surgery. 2 coils of the micro insert were seen protruding into the uterine cavity on the left and right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: results: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation, abdominal pain upper, most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Events verbatim were updated : migration of essure device / malposition of essure device/outside fallopian tube. New events: mood swings, uti, depression, anxiety , she did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.